Event description:
It was reported that there was high impedance and a possible lead fracture. The atrial lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765, lead, implanted: (B)(6) 2010; 419388, lead, implanted: (B)(6) 2007. (B)(4).